Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however the investigation of said device is still in pr ogress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges "anesthetist yu found the cuff leakage during test prior to use on patient." The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and a yellowish stain mark was observed on the interior surface of the side arm bespak valve. No other defects were found. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuff to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of the clear cuff deflated rapidly whereas the pressure of the blue cuff maintained at 25 mbar. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from tracheal clear cuff but not from the bronchial blue cuff. The area of leakage was then observed under magnification. A cut mark was observed on the cuff. A device history record review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. During the visual inspection, a yellowish stain mark was found on the interior surface of the side arm bespak valve and it is suspected this tube has been used by the end user and it is possible that the failure could be induced during the intubation process, although this could not be confirmed. *a conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "anesthetist (B)(6) found the cuff leakage during test prior to use on patient." The patient condition was reported as "fine".